Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the patient was currently without injury.

Event description:
It was reported that about a year ago, the patient noticed a nodule; had a knot where the catheter goes in, and it was growing. The patient did notify the hcp at that time and they stated, the patient would be ok. The nodular gradually continued growing and now was the size of a pinky and the patient could feel it. Per the patient one hcp stated, he thought it was an ¿anchor sticking out¿. When the site was touched the patient becomes nauseous. When the hcp checked her reflexes on her left side the patient¿s leg "flew up in the air" and on the right side it did like it used to always do. The patient also reported that 3 months ago, she reviewed with the hcp that she was in pain in her upper back and he handed her pain patches, however, these didn¿t last nor help. The managing hcp was not aware until the monday prior to the day of the report and he immediately requested an MRI to be done. The patient also reported that her reflexes were bad on monday which resulted in the patient having ¿some paralysis¿. The day before the report, the patient woke up about 3 or 4 am out of a dead sleep and she was still hurting. The patient also reported they had a little rash in her skin. The patient never had a problem with the pump until the nodule. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report.